Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2018 the customer allegedly received the following results, with two different meters, within 10 minutes: 6.2 mmol/l (aviva insight) and 3.3 mmol/l (aviva expert). On 9/24/2018 the customer received the following results, with two different meters, within 10 minutes: 8.6 mmol/l (aviva insight) and 2.7 mmol/l (aviva expert). Readings occurred with the same vial of test strips. The patient experienced low blood glucose symptoms. No adverse event was reported. Return of the suspect device was requested for evaluation.